Event description:
Caller states the expiration date printed on the compact drum vial reads either 1/2009 or "1-7". Manufacturer reports expiration date as 3/31/08. No adverse event reported. Requested return of suspect device and replacement was sent.